Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 08jan2024 the distributor reported to anika that a 81 year old female patient with oa knee problems to the left knee received a monovisc injection on the left knee. The following day, the patient reported a severe effusion on the knee. The size of the effusion was compared to a tennis ball and the patient reported difficulty walking. Suspecting an infection, the doctor withdrew fluid and submitted the sample to a lab for a culture. On the second visit to the clinic the doctor withdrew all the fluid from the patient's knee. The culture results were negative, but the patient was prescribed antibiotics, course, and type unknown. At the time of this report the patient is still experiencing difficulty walking, less swelling. There was no report of any unusual appearance with the device or packaging and there was no malfunction reported during the procure.

Manufacturer narrative:
This case is still under investigation by the manufacturing plant. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation at the manufacturing plant.

Manufacturer narrative:
This case is still under investigation by the manufacturing plant. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation at the manufacturing plant. Supplemental report: the reported event is not confirmed. There was insufficient information to determine a temporal association between the use of the device and the patient reaction. The device was not returned for analysis. Patient medical records was not provided upon request. A review of the batch record was performed. There was no nonconformances related to the reported event. All product manufactured by anika and anika entities are released to applicable procedures and specifications. A three-year retrospective review was performed on all nonconformance's for this product. There was no nonconformances related to the reported event. A review of the lot's annual retention reserve inspection was performed. There was no nonconformances documented in the report. A review of the last stability study report was performed. The report conclusion is that the product has met specifications as per the procedure. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 08jan2024 the distributor reported to anika that a 81 year old female patient with oa knee problems to the left knee received a monovisc injection on the left knee. The following day, the patient reported a severe effusion on the knee. The size of the effusion was compared to a tennis ball and the patient reported difficulty walking. Suspecting an infection, the doctor withdrew fluid and submitted the sample to a lab for a culture. On the second visit to the clinic the doctor withdrew all the fluid from the patient's knee. The culture results were negative, but the patient was prescribed antibiotics, course, and type unknown. At the time of this report the patient is still experiencing difficulty walking, less swelling. There was no report of any unusual appearance with the device or packaging and there was no malfunction reported during the procure.